Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump gave no motor movement or negligible movement, retries to free a stuck motor failed alarm. The customer's blood glucose was not known. The customer was able to clear the alarm but not able to rewind the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
Device was received with a no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind. Problem has been isolated to motor assembly. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed alarms.